Event description:
The facility reported an infusion pump with the open button not working. It is unk when the event occurred. According to the hosp rep, no pt injury or medical intervention had been reported related to the device. No additional info or contact was available.

Manufacturer narrative:
The device has been requested by baxter for evaluation, but has not yet been received. Should the pump be received for evaluation, a f/u report will be filed upon completion of the evaluation or if any additional info becomes available.